Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the screw the s1 area had broken under the tulip head where the screw shaft begins around s1. The patient underwent another surgery for removal of pedicle screw system, l5-s1 implantation using legacy screws, placement of legacy iliac wing screws, lateral connectors. The old hardware was replaced with new instrumentation. The physician used the o-arm and stealth to place new pedicle screws.